Event description:
In 2008, the pt reported that while removing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and a small amount of insulin spilled into the cartridge compartment. The pt was instructed how to remove the plunger from the piston rod and was educated on the proper technique for removal of the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.